Event description:
The following event was reported to agilent technologies: while transporting a cardiac pt from one hospital to another, the crew was monitoring the pt, but the unit gave a "system failure cycle power" message. They tried to clear it by powering the unit off, then on, but it wouldn't clear. Pt treatment was not affected. The pt was delivered to the hospital.